Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, when the guidewire was being advanced by the puncture, it allegedly stopped advancing. It was further reported that when the guidewire was removed with the puncture needle, the tip of the guidewire was allegedly found to be torn. Furthermore, a fragment of the tip of the guidewire allegedly remained in the subclavian vein. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one guidewire loaded into an introducer needle in two segments was received for evaluation. One photo was provided for review. Microscopic, visual and functional testing were performed on the returned device. The distal end of the loaded guidewire was noted to have a complete break. The core wires were noted exposed at the distal end of the guidewire. A complete break was noted on the proximal end of the segment returned. The proximal end of the j-tip segment was noted to be uncoiled. The guidewire did not move when it was pushed and pulled out from the introducer needle. Therefore, the investigation is confirmed for the reported fracture, material separation, failure to advance and identified stretched, unraveled material issue. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of reported event is unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, when the guidewire was being advanced by the puncture, it allegedly stopped advancing. It was further reported that when the guidewire was removed with the puncture needle, the tip of the guidewire was allegedly found to be torn. Furthermore, a fragment of the tip of the guidewire allegedly remained in the subclavian vein. The current status of the patient was unknown.